Event description:
Procedure: hysterectomy. According to the reporter: the needle fell out of the jaws into the patient, and then the endostitch locked up and would not reload or toggle. The needle was removed from the patient. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.

Manufacturer narrative:
(B)(4).